Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, the battery gauge was observed to be fluctuating. Blood glucose was 85 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.